Event description:
It was reported that pump experienced malfunction code 16, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur, advised customer to continue using pump and to call back if malfunction returned, and customer planned to reload cartridge and reconnect to sensor independently, with no further issues reported.